Event description:
It was reported that the customer alarmed an error during the rewind process. Troubleshooting was performed, and the displacement test could not pass. No further info was provided.

Manufacturer narrative:
The insulin pump was received with alarms during the rewind due to an out of phase motor encoder signal.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.